Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that actuator was not fully retracted, and the tissue bag was attached to the unit. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. Based on the event description and evaluation of the returned unit, it is likely that the tissue bag fell off the supports due to retraction of the actuator prior to full actuation of the device. Per the instructions for use (IFU), the user should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."

Event description:
Type of procedure: nephrectomy. [Name] hospital this is a complaint from the market. Administrative no.c21102778. Please refer to the complaint sheet for investigation. Report from the sales rep. When tried to use during the procedure, the bag didn¿t open. The case was completed with the new one. When I pushed the body into the abdominal cavity, it should open normally but did not open. It is unknown if the metal supports were partially or fully exposed upon deployment. It is unknown if the device jammed during deployment of the actuator. There was no attempt to unroll the bag, the customer used a new one when he decided it couldn't use. It is unknown if the actuator was pressed forward towards the handles, then retracted, nd then re-advanced. The device was safely removed and recovered. The way the device was removed is unknown. It was presumed that there was enough room in the body cavity for the bag to open. Use frequency is unknown. Initial investigation report the event unit was returned to us and visually inspected. The bag was caught on the tip of the introducer. The unit will be returned to amr for further evaluation. Admin#(B)(4). Products available for return: 1 package, 1 introducer with bag patient status: no patient injury. Type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit has returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: nephrectomy. [Name] hospital. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when tried to use during the procedure, the bag didn¿t open. The case was completed with the new one. When I pushed the body into the abdominal cavity, it should open normally but did not open. It is unknown if the metal supports were partially or fully exposed upon deployment. It is unknown if the device jammed during deployment of the actuator. There was no attempt to unroll the bag, the customer used a new one when he decided it couldn't use. It is unknown if the actuator was pressed forward towards the handles, then retracted, nd then re-advanced. The device was safely removed and recovered. The way the device was removed is unknown. It was presumed that there was enough room in the body cavity for the bag to open. Use frequency is unknown. Initial investigation report: the event unit was returned to us and visually inspected. The bag was caught on the tip of the introducer. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 package, 1 introducer with bag. Patient status: no patient injury. Type of intervention: the case was completed with the new one.